Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted as patient was unhappy with the outcome and complained of severe halo/glare at night, that was unacceptable and she could not tolerate the visual disturbances. The lens was replaced with the monofocal lens. There was no surgical issues reported. No further information was provided. This report is for patient's left eye (os). A separate report will be submitted for the patient's right eye (od).

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/20/2017. Device returned to manufacturer?: yes. Additional information: additional information received reported there was no incision enlargement or vitrectomy performed. Also, there was no patient injury. No additional information was provided. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the product is dirty and no anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There was no indication of a product malfunction. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.